Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2023, the patient underwent a thrombectomy procedure in the pulmonary arteries (pa) using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), a non-penumbra sheath, and a penumbra engine (engine). It reported that the patient had a pulmonary embolism with an acute right ventricular strain cor pulmonale and received IV fluids and heparin. It was noted that the patient¿s baseline hgb value was 15.3 g/dl. During the procedure, the physician completed multiple passes using the cat12 in the bilateral upper middle lower pa. It was reported that significant thrombus burden was removed with an estimated blood loss of 400ml. On (B)(6) 2023, post-procedure, the patient¿s hgb value was noted to be 11.5 g/dl. On (B)(6) 2023, the patient had right groin bleeding and a right groin hematoma at the access site. The icepack placed to the right groin was changed to ace wrap to the right proximal thigh. It was unknown when the right groin bleeding and right groin hematoma was resolved. It was reported that the patient removed multiple ivs due to confusion and delirium. The patient¿s hgb value also dropped to 9.8 g/dl. On (B)(6) 2023, the patient¿s hgb value dropped to 7.3 g/dl. The patient was administered one unit of prbc (packed red blood cell). On (B)(6) 2023, the patient¿s hgb value was noted to be 9.1 g/dl and the acute blood loss anemia was considered resolved. On (B)(6) 2023, the patient was discharged to rehab with hgb value of 9.5 g/dl. The independent medical reviewer (imr) adjudicated acute blood loss anemia as a serious adverse event unrelated to the index stroke, definitely related to the index procedure, and possibly related to the indigo system. It was reported that the blood loss anemia was multifactorial and included hematoma, the indigo system and withdrawal of blood, and dehydration.